Manufacturer narrative:
During device evaluation at olympus, it was found the dim image was confirmed and an e224 communication error was displayed due to a faulty cable. Evaluation was unable to confirm the error code 03. Also, evaluation found the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head displayed a dim image and an 03 error code. The issue was found during preparation for use prior to a therapeutic laparoscopic cholecystectomy. A similar device was used to complete the procedure. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that e224 error occurred due to communication failure caused by cable failure. The cause of cable failure could not be identified. E224 error is an error which is displayed when abnormality occurs in communication between endoscope and processor (¿troubleshooting: troubleshooting guide¿, otv-s400 instruction manual, chapter 9, section 9.2.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.